Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. Timeouts and a drive stall were observed. The pod generated an alarm, indicating open ground at the hook switch. The pod was reset and delivered a 15 unit bolus without incident. No damages or deficiencies were observed. The cause of the high pulse width w/ drive stall and subsequent needle mechanism failure could not be conclusively determined. The cause of the observed alarm could not be conclusively determined.

Event description:
It was reported that the cannula did not deploy during the activation process indicating that there was a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.